Event description:
Determined reportable based on analysis received on 07/2005. It was reported that during a ptca procedure, a polar catheter locked up on the wire. The catheter and wire were removed as one without incident.